Event description:
Report from the USA stating the device has bearing damage. The device was not used in surgery. It is unk if injuries or medical intervention were reported. It is unk if there was a delay in surgery. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).